Manufacturer narrative:
Medtronic received additional information that there were no anticoagulants or drugs used. The device was primed with plasmalyte onl y. The oxygenator was never used on a patient when it malfunctioned. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the o2 outlet port. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a leak from the exhaust port of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator. The leak was noticed when the prime centramag circuit was being packed up for transport. The leak originated from the component at the exhaust port. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. The use of the device was not continued, and the circuit was switched to a new nautilus. There was no patient involved.